Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was displaying the battery indicator. The medical affairs specialist (mas) called and spoke with the patient on the following day and obtained additional information. The patient informed the mas that the reported issue first occurred on a day prior to original date, between 10:00-10:15 am. She had attempted about three times to test her blood glucose, but noticed a blank screen with the +/- sign. The mas verified that mg/dl was not displayed at that time (the battery sign with the unit of measurement indicates that 50 more tests can be completed from the time it appears. However, if only the battery sign appears by itself, the power of the battery is too low to run a test). Following the three unsuccessful attempts, the patient decided to take 15 units of insulin (5 units set amount, and 10 additional units), the patient stated that she normally takes about 7-10 additional units based on a sliding scale and decided to take 10 units more that morning. She was asymptomatic at that time. About 2 hours later, the patient started experiencing symptoms of being sleepy, sweaty, and shaky. She attempted to test again on the meter, but the issue persisted. She treated self with food and felt better. She did not receive any medical intervention. At the time of troubleshooting, it was verified that this was not a new product. It was also discovered that the patient had not changed the battery per the owner's manual (use error). This complaint is being reported because the patient alleged she was unable to test on the meter due to the issue, took additional insulin after the issue started, and two hours later experiences symptoms of hypoglycemia. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.